Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that no defects were present. A field service engineer confirmed no failure. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 5.1 experienced malfunctions, resulting in several pockets not being detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.